Event description:
It was reported that the pt's neurostimulator reached end-of-life (eol) after being implanted for 8 months. The device was replaced. Additional info was requested. See MFR report # 3004209178201009812 for previous neurostimulator battery issue.

Manufacturer narrative:
(B)(4).